Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. The patient experienced pain, erosion of her internal tissues. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was reported that the patient underwent extensive transvaginal urethrolysis, removal of retropubic mesh on (B)(6) 2014 due to complications of mesh surgery. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted concurrently with transvaginal urethrolysis, repair of rectocele and perineum and cystoscopy; due to recurrent stress urinary incontinence. The patient experienced pain, infection, urinary problems, recurrence, and erosion of her internal tissues. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was reported that the patient underwent extensive transvaginal urethrolysis, autologous fascia lata sling with donor site from the left thigh, and cystoscopy on (B)(6) 2015 due to total urinary incontinence, complications of retropubic mesh surgery, and post retropubic hematoma. No additional information has been provided. (B)(4).

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced recurrent urinary tract infections, incomplete emptying, stress urinary incontinence, mesh complications, urinary retention, total urinary incontinence, and post retropubic hematoma. It was reported that patient underwent patient underwent bladder neck suspension and cystoscopy on (B)(6) 2003. It was also reported that patient underwent transvaginal urethrolysis, sling procedure using prolene mesh, repair of rectocele, repair of perineum and cystoscopy on (B)(6) 2005 by dr. (B)(6) due to recurrent urinary incontinence and post failed sling procedure (bone anchors & fascia).

Event description:
It was reported that following insertion the patient experienced recurrent urinary tract infections, incomplete emptying, stress urinary incontinence, mesh complications, urinary retention, total urinary incontinence, and post retropubic hematoma. It was reported that patient underwent patient underwent bladder neck suspension and cystoscopy on (B)(6) 2003. It was also reported that patient underwent transvaginal urethrolysis, sling procedure using prolene mesh, repair of rectocele, repair of perineum and cystoscopy on (B)(6) 2005 by dr. (B)(6) due to recurrent urinary incontinence and post failed sling procedure (bone anchors & fascia).